Event description:
It was reported that approximately 66 months post-implant of a bifurcated device an infrarenal aortic extension, and a limb extension, a follow up computed tomography (CT) scan revealed an aneurysm sac expansion. Patient had marfans disease which physician elected to reline the graft as a better option. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Based upon the investigation findings, the reported event was confirmed. Adequate medical records and suboptimal imaging were available for review. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. Based upon the investigation findings, a root cause for the reported issue was not specifically identified although the clinical assessment suggests that the earlier endoleaks and the presence of marfan's disease might have greatly contributed to the event. No device issue was identified.